Event description:
To date co has been unable to confirm this event with the reporting facility. The contact listed on the medwatch has stated that they are not affiliated with this facility and contact with other facility representatives has thus far suggested that no malfunction occurred. Co is still making efforts to obtain this information from the facility. Should he device become available to co, co will forward a summmary of the evaluation as was requested.

Event description:
Pt scheduled to have a thermachoice endometrial ablation. The thermachoice machine did not function correctly. Two different catheters were used. The machine shut off at 3:44 minutes with the first catheter (8 minutes normal). The second catheter registered catheter error on the machine. Procedure not completed. It is thought that the balloon catheters failed because of the error message that appeared on the unit.